Event description:
Using a diamondback 360 orbital atherectomy device (oad), glideassist was activated to reach the lesion in the right coronary artery (rca). Four low speed treatments were performed distal to proximal. The brake was on. The physician heard a high- pitched noise and immediately stopped and removed the oad. Imaging was viewed and a dark contrast image was observed. The dark contrast was determined to be a stent and tip of the guide wire. The physician unsuccessfully attempted to remove the viperwire advance guide wire. Using balloon angioplasty, the guide wire was removed. Upon removal, the guide wire was observed to be entwined with a stent, which had been placed five years ago. This resulted in a procedural delay. There were no consequences to the condition of the patient.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: 11689.

Manufacturer narrative:
The viperwire advance guide wire was returned to csi for analysis. The guidewire was returned with stent material wrapped around the guide wire at the spring tip. Analysis did not identify any damage or abnormalities that would have contributed to the accumulation. The root cause of the stent material accumulation is undetermined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).